Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway at zmc. The reported problem (unable to obtain ECG signal) has been confirmed. Upon investigation, the monitor was unable to obtain an ECG signal. Root cause investigation is currently underway. A supplemental report will be sent when the investigation is complete. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to obtain an ECG signal.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. An internal corrective action has been initiated to investigate u612 failures. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to obtain an ECG signal.